Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the lead and electively removed and replaced the ipg at the same time. The patient is now receiving effective stimulation.

Event description:
It was reported the patient is not receiving effective stimulation. Lead diagnostics revealed multiple high impedances and reprogramming was unable to resolve the issue. An x-ray was taken and showed the lead is fractured. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.